Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test, or battery out limit alarms, or blank display noted. The device passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery, and motor tests. No excessive no delivery alarm or motor error alarms noted. The device had intermittent button response due to corroded keypad traces. The device had a cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area , and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.